Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose while using an ilet system with a dexcom g7 sensor continuous glucose monitor (cgm) after eating bread without announcing the meal, which led the pump to deliver corrective insulin and the patient later treated the resulting low with approximately two cookies; a fingerstick measured 93 mg/dl during recovery and the cgm was trending upward by the end of the call at 101 mg/dl. Symptoms included hypoglycemia. Outcomes included medication required to treat the event with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to meal announcement, with relevance to the user interface and procedural adherence. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.